Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a manufacture representative and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient hated the ins and did not like how it felt so it was explanted on (B)(6) 2019. The issue was considered resolved. No further complications were reported.